Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b5, g3, g6, h2 and h6: device code(s) have been updated. Addition to section b5. Correction to section h6: device code(s). The investigation is ongoing.

Event description:
According to the medical records provided, the surgical explant operative note documented that the sapien valve was ''very thickened'' and ''dysmorphic''. The explant pathology gross findings described the explanted valve as ''fibroconnective tissue with fibrin/blood'' and that ''the valve cusps do not freely move''.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 2 years and 6 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in the native aortic position, the s3u valve was explanted due to an unknown cause. A 23mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b1, b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: component code, investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of thickened and motion restricted leaflet were confirmed based on the provided medical record. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors, including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). However, due to limited information, a definitive root cause of the thickened leaflet was unable to be determined at this time. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets, resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the motion restricted leaflet. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.